Event description:
It was reported to resmed that an astral device failed to recognize its external battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint. The external battery was replaced to address the issue. The device was re-calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation, however, review of the device data logs revealed a battery error message. The device was re-calibrated and tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognize its external battery. There was no patient harm or serious injury reported as a result of this incident.